Manufacturer narrative:
Correction is being made to previously submitted g3 ¿ date received by manufacturer, which was not late. The correct date was 8/27/2025.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: chipped connector; noisy image due to faulty charge coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: chipped connector. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was ¿not connecting to screen¿. There were no reports of patient harm.